Manufacturer narrative:
Initial reporter phone number: (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. There was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that blood was leaking from the bd vacutainer® ultratouch¿ pbbcs. No serious injury or medical intervention.